Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the tissue pad detached from the clamp arm; upon visual inspection the tissue pad was found in good physical condition and properly attached to the clamp arm. The device was functionally tested on the generator and the min hand control button was not functional. However, the device did activate when tested with the footswitch and an instrument error screen was displayed. A probable cause of an instrument error screen is blade damage. The device was disassembled to inspect internal components and corrosion was found at the hand activation domes. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The corrosion in the domes is possibly caused when the device was soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during an unknown procedure, the instrument had a piece broke off. The tissue pad detached from the clamp arm and fall off. A piece fall into the patient and has been retrieved. One device is being returned. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.